Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer is a diabetic. Our instructions and warnings clearly state that diabetics are not to use the heating pad. This incident is the direct results of consumer misuse/abuse of the product.

Event description:
Consumer states she was using a heating pad for her back while she slept. During an appointment for a different issue, her doctor noticed she had a burn on her back. Consumer believes she was unable to feel the burn due to the fact that she has sciatica and diabetes.